Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d1, d2a, d2b, d4. Catalog, d4. Unique identifier( UDI), g4. PMA/ 510(k) . Additional information provided: please change product code involved to dnx12 not prineo skin closure system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected information: d1, d2a, d2b, d4. Catalog, d4. Unique identifier( UDI), g4. PMA/ 510(k). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: surgical skin prep - was chloraprep used? Which product?: chloraprep hi-lite orange office visits, and urgent care/ed visits: (B)(6)23 - office visit; (B)(6)23 - office call prior surgery: unknown. Prior surgery with dermabond use?: unknown. Prior surgery with chloraprep use?: unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient demographics: initials / ID, gender, age or date of birth; bmi has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent left breast excision biopsy on (B)(6)2023 and topical skin adhesive was used. Post op day 6, on (B)(6)2023, pruritic rash began on top of left. Rash spread; periareolar skin incision with associated contact dermatitis-type rash in central breast. Allergic reaction-type rash. Patient was treated with oral benadryl, hydrocortisone cream, and medrol dose pack. No product will be returned. (B)(6)2023- no rash mentioned during an office visit. Additional information has been requested.